Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result was unknown. A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. The fse performed maintenance procedures. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely depressed troponin I result was obtained on a patient sample. The result was not reported to the physician but questioned by the laboratory relative to prior results. The sample was repeated and an elevated result was obtained and reported. Treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed troponin I result.